Event description:
Procedure type: anastomosis. According to the reporter: the anastomosis failed and had to be redone with a new stapler and additional resection. There was bleeding reported. The case was extended.

Manufacturer narrative:
(B)(4).